Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of over 600mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient¿s healthcare provider had made changes to the basal rate and insulin on board settings. The basal delivery totals in total daily dose matched the active basal program total, and the basal history matched the active basal program settings. The bolus totals matched and all boluses were recorded as programmed. The blood glucose issue was potentially caused by a change in nutrition, a change in medication, a change in stress level, and significant weight change without adjustments to insulin regimen. The dosage recommended by the bolus calculator feature was overridden. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.